Event description:
It was reported that the insulin pump had a badly scratched display screen, which made the device difficult to read. The blood glucose reading was 74 mg/dl. The customer stated that there was also dirt and grime caked on the device, and the bottom of the insulin pump was yellowed. He did not know how the damage had occurred, but he noted that the scratches were from moving the insulin pump in and out of his pocket. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched liquid crystal display window, stained end cap sticker, cracked battery tube threads, and cracked reservoir tube lip. The unit was received without the belt clip, and no physical damage to the belt clip slot was noted.